Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to corroded motor home switch. Displacement test wasn't performed due to constant motor error alarm. The device had minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump alarmed motor error during bolus. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.